Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The contrast button was found to be intermittently responding to presses. This issue is not likely to result in an adverse event as the contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the contrast and down button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the contrast button was intermittently responsive and contamination was found under the contrast and down buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.